Event description:
It was reported that the patient had a drop attack approximately two months prior to the report after being seizure free for some time. Since the drop attack, the patient has experienced a notable increase in seizures and has been hospitalized three times in the month prior to the report. The patient stated she was experiencing painful stimulation occasionally during stimulation on times, particularly when the patient turns her neck. Since the first drop attack, the patient also began to experience nausea, vomiting, and headaches. Systems and normal mode diagnostics tests show normal device function. The patient was referred for prophylactic generator replacement and surgery has occurred. Follow-up with the physician by a manufacturer representative found that the patient has not had any further adverse events since generator replacement. The patient was reported as "doing very well." Attempts for additional information and the return of the explanted generator have been unsuccessful to date.